Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips involved in the incident were tested recently and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion prime was giving low readings. Caller said the patient was in the hospital about a month ago, getting ¿straightened¿ out because her diabetes was out of control. Caller said around 4 pm on (B)(6) 2013, patient had a reading of about 200, and then at 11:00 pm, she had a reading of 222 and the caller wasn¿t able to keep any food down for a while and wasn¿t feeling well. Caller stated she was getting weak. The patient then called the ems and when they did a reading she received a reading of over 600 and they took her to the hospital and admitted her. The caller really didn¿t know much about what happened because he is ¿casual observer¿, but I asked him the questions the best I could. Controls not used. Replacing product.